Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the kit stated it contained three iodine swab sticks. Once opened; it was noted that the kit contained cotton balls and tongs and did not include the liquid iodine. Per review of the catalog, cotton balls are not included in the contents. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. However, the reported event was unconfirmed, as the product lot number was part of the deviation waiver 03-2018-033 which indicated that the product does not contain iodine swabs, and include forceps, rayon balls, and a orange sticker placed to address this to the end user. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the kit stated it contained three iodine swab sticks. Once opened; it was noted that the kit contained cotton balls and tongs and did not include the liquid iodine. Per review of the catalog, cotton balls are not included in the contents. No medical intervention was reported.